Event description:
It was reported that a user on the ilet with an fsl3+ cgm experienced pump-driven overcorrection after a breakfast bolus of 2.8 units, with subsequent automated correction leading from a reported high of 360 mg/dl to a low of 53 mg/dl, after which the pump displayed three lines in lieu of glucose values; the user then ingested soda and candy without contemporaneous fingerstick and later measured approximately 250 mg/dl by fingerstick. Symptoms included dizziness and headache consistent with hypoglycemia followed by rebound hyperglycemia. Outcomes included transient low and high glucose events without emergency care or hospitalization; the user planned to replace the sensor and secure backup therapy. Investigation included troubleshooting and user education on confirming glucose with fingerstick when cgm data are unavailable and on cautious carbohydrate correction. Investigation of this case revealed user-reported cgm data interruption and potential algorithmic correction during a period of inaccurate or absent cgm data, combined with user overcorrection with oral carbohydrates, consistent with mixed device-use and physiological factors; a device component malfunction was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.